Event description:
Patient reported left side "massive symptoms". Patient later reported skin rash, capsular contracture baker grade unknown, multiple lymph nodes, strong pain. Patient additionally reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported left side "massive symptoms". Patient later reported skin rash, capsular contracture baker grade unknown, multiple lymph nodes, strong pain. Patient reported capsular contracture baker grade ii-iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3.

Event description:
Patient reported, left side "massive symptoms". Patient later reported, skin rash, capsular contracture, baker grade unknown, multiple lymph nodes, strong pain. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "massive symptoms". Patient later reported left side skin rash, capsular contracture baker grade ii-iii, "multiple lymph nodes", and "strong pain". Healthcare professional later reported "suspected alcl, severely hardened breast, swelling of the breast, late seroma" diagnosed by ultrasound. Pathology reported no indication of malignancy. Device has been explanted.

Manufacturer narrative:
The events of "capsular contracture", "lymphadenopathy", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade ii-iii; "multiple lymph nodes"; "late seroma". Additional, changed, and/or corrected data: b5, b6, d6a, d6b, g2, h6, h11.

Event description:
Patient, additionally reported, capsular contracture, baker grade ii-iii. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event capsular contracture, rash-breast, lymphadenopathy, seroma-late was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rash-breast: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Abbvie physicians have determined there is no indication of malignancy, therefore, no malignancy code is appropriate for the report of "suspected alcl".